Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port MRI isp implantable port was return for sample evaluations. Visual, microscopic visual, dimensional and functional evaluations were performed. The port stem appears to be slightly detached from the port body and gap, was found between the port stem and the port body. The port was patent to both infusion and aspiration. As per additional evaluations and split was carefully made on the port stem area of the port body for further inspection. Upon finalizing the split, it was noted that the port stem was not fully seating withing the port stem chamber area. No significant gashes or gouges were noted within the port stem chamber surface. The transverse ring (proximal stem barb) surface was noted to be depressed. Manufacturing review was performed and ¿stem slightly separated from port¿ was confirmed. A closer view showed puncture accesses through the septum of the port; it was observed that the stem of the port was slightly separated from the base. CT scan was performed, and the stem and port are within specification. All the investigation indicates that the stem was not likely ever fully inserted during assembly and failed attached to the catheter. Therefore, the investigation is confirmed for the reported fitting problem and identified component miss assembled issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The root cause was determined to be manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient was prepped for port placement procedure using the MRI powerport isp. Prior to port placement, the catheter allegedly could not attach to the port. Further it was found that there was a fitting and component misassembled issues. There was no patient contact.